Manufacturer narrative:
Per the user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 299 mg/dl). Pump system check with tandem technical support (cts) found air in the tubing and assisted customer with removing the air bubble. Customer reported their air removal technique may not have been performed properly. Cts provided customer with an instructional video.